Event description:
It was reported to philips that the system failed to produce x-rays with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the procedure got delayed and it was completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the device was unable to produce x-rays. Customer stated that the wired footswitch was not working. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the onsite service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable.